Event description:
It was reported that the insulin pump had an unresponsive up button and that it alarmed no delivery during the fill tubing process. The blood glucose reading was 107 mg/dl. The customer stated that the insulin pump would not stay on the screen to rewind the device, noting that she thought the insulin pump would "die out." She attempted multiple times to use the up arrow button to reach the reservoir setup prompt before it worked. She noted that she had kept the insulin pump in her bra and could not think of anything else leading up to the keypad issues. The no delivery alarm was resolved by an infusion set change. Advised the customer to call during the no delivery alarm in the future to troubleshoot for the infusion set and reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing. No damage in the keypad assembly noted and no unlocked keypad connector during visual inspection. The insulin pump passed the displacement, prime, and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on liquid crystal display window, scratched reservoir tube window, broken belt clip slot and missing end cap sticker.